Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? No extension, needle found during the intervention in the patient's stomach. Otherwise it would have been necessary to use an amplification at the end of the intervention how long (in minutes) did the surgery prolong? The procedure lasted 4 hours 53 minutes what tissue was being sutured when the event occurred? Iliac vein what was being done when needle fall into patient ? Suture of the iliac vein over a breach did needle fall into patient during suture removal from package ? No was the needle retrieved during the same procedure? Yes what tissue structure the needle was located? At the level of the intestinal loops was additional dissection required in other organs/tissues other than the target tissue? No was there any change in the patient¿s post operative care due to the prolonged procedure? No a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04488.

Event description:
It was reported that a patient underwent a cystectomy procedure on (B)(6) 2023 and suture was used. During the procedure, the needle pulled off from 2 different thread during the same procedure, one patient. The needle pulled off from the thread during the introduction on the trocar. Another needle pulled off while taking it out of its packaging and then fell into the patient. The needle was searched for a long time and finally found. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received ten unopened samples that pertain to the product code eh7976h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04488.